Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was trying to deploy a clip from the device, the clip was fully loaded but the jaw was only opening partially. He tried firing another clip and it also came out same way.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1800290 was manufactured on 07/16/2018 a total of 288 pieces. Lot was released on 07/26/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clip. The sample was disassembled in order to inspect the internal components. It was found that the feeder spring was caught in the feeder tab which shortened the overall stroke of the feeder. Residue was found on the end of the feeder spring which indicates that the spring binded on the yoke, as a result of the feeder spring being caught in the feeder tab. No other damages were observed. The feeder spring being caught in the feeder tab could prevent the clips from loading properly. The device was returned with 2 clips remaining indicating that 13 clips were fired by the end user. Based on the damages observed, it appears that an assembly error occurred. A nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It was found that the feeder spring was caught in the feeder tab which shortened the overall stroke of the feeder. Residue was found on the end of the feeder spring which indicates that the spring binded on the yoke, as a result of the feeder spring being caught in the feeder tab. Based on the damages observed, it appears that an assembly error occurred. A nonconformance has been opened to further investigate this issue. The reported complaint of "jaw was only opening partially" was not confirmed based upon the sample received. The device was returned with 2 clips remaining indicating that 13 clips were fired by the end user.

Event description:
It was reported that the doctor was trying to deploy a clip from the device, the clip was fully loaded but the jaw was only opening partially. He tried firing another clip and it also came out same way.